Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that omega eyelet broke while inserting.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: eyelet broken. Probable root cause: application: excessive force or leveraging of the anchor against the bone. User fully seats eyelet anchor onto inserter which eliminates interference fit. Inadequate assessment of bone quality, pilot hole not prepared. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that omega eyelet broke while inserting.